Event description:
It was reported that the customer had an inquiry regarding a bumetanide infusion exceeding the hard limit while the device was in anesthesia mode, where hard limits can be bypasses/overridden. The customer noted that the infusion was being managed by nursing and that, "using the anesthesia mode in this case was inappropriate." There was patient involvement, but the outcome is unknown. Although requested, no further information was provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique identifier (UDI) #, added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer had an inquiry regarding a bumetanide infusion exceeding the hard limit while the device was in anesthesia mode, where hard limits can be bypasses/overridden. The customer noted that the infusion was being managed by nursing and that, "using the anesthesia mode in this case was inappropriate." There was patient involvement, but the outcome is unknown. Although requested, no further information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.